Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a severely tortuous, moderately calcified lesion located in the ostium of left main (lm) coronary artery, lad and circumflex (cx) artery. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device passed through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that the stent was being delivered down the crx through a previously deployed stent and became dislodged upon not being able to be delivered. The device was pulled back; however, the guide and wire position were lost and the stent dislodged into the proximal lad. The guide was reengaged and the lad was rewired. The dislodged stent was smashed into the vessel wall of the left main and lad. Two resolute onyx stents were used to successfully complete the procedure. The patient is reported to be alive with no further injury reported post procedure.

Manufacturer narrative:
One of the resolute onyx stents which was used to complete the procedure was used to smash the dislodged stent against the vessel wall. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. The inner lumen patency was verified with a 0.015 inch mandrel. Deformation was evident to the distal shaft from approx. 3.5cm to 5.5cm with the guidewire lumen appearing pinched. No damage was evident to the remainder of the delivery system. If information is provided in the future, a supplemental report will be issued.